Event description:
During an-clinic follow-up, increased capture threshold and increased pacing impedance were observed on the right ventricular (rv) lead. No intervention has been performed. The patient was stable and will continue to be monitored.